Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 400 mg/dl. The customer was assisted with trouble shooting and was informed that two canisters will be sent to the customer. The customer was educated on the site and insertion method of the sensors. The customer complained of bent cannulas that may have caused the high blood glucose. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; both sensors failed per specifications due to low readings also, found both sensors had bent cannulas. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.